Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that the keypad was swollen and discolored. Pump was rejecting new batteries received failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring: black. Customer returned, pump for an alleged keypad anomaly, failed battery alert/battery failed alarm. And cosmetic damage located at the keypad overlay found on dec 03, 2021. The pump was received, with a pillowing keypad overlay and a stained keypad overlay. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed, the unloaded voltage (ul vlith). And loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted, during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm. And failed battery alert/battery failed alarm recorded in the formatted history file for the event date. All buttons function properly. The keypad overlay was removed to perform visual inspection. And no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found, no physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly, during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a missing display window/cover, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Cosmetic damage was confirmed, at the keypad overlay. Keypad anomaly and failed battery alert/battery failed alarm were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.